Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported following surgical intervention to implant this ipg (reference MFR. Report: 1627487-2016-00302) postoperatively the clinician program was unable to connect to the ipg. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced. The issue has been resolved.